Manufacturer narrative:
(B)(4). Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, they attempted to deploy the clip; however, the clip remained in the sheath and did not deploy properly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received on (B)(6) 2019*** it was reported that the procedure was performed on (B)(6) 2019 and the procedure was completed with another resolution clip device.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, they attempted to deploy the clip; however, the clip remained in the sheath and did not deploy properly. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.